Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 95 to 110mg/dl). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was 10.2 mmol/l and 11.2 mmol/l. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6). He ran a test today at 8:31am (fasting) and the result was 3.6mmol/l. The customer also stated that he did a lab test at his doctor's and the result on his meter read (4.7mmol/dl)86.4 mg/dl and (7.0mmol/l) (127mg/dl) fasting. The customer is currently on insulin (lantus) 38units at night and apidra 20 units 3 times a day.